Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was received in two pieces. Insulation abrasions at 3.8 cm to 4.7 cm and 4.9 cm to 5.5 cm from distal tip were noted. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly and high pacing thresholds. The lead was capped and replaced.